Manufacturer narrative:
E1: customer (person): street: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that difficulty was experienced during deployment of the zenith flex aaa endovascular graft bifurcated main body during an endovascular abdominal aortic aneurysm repair (evar) procedure on a male patient. Following an error in the deployment of the main body graft, the nose of the prosthesis could not be recovered. The grey pusher was reassembled, which led the to leg of the graft turning inside out. The patient was then taken to the operating room for surgical removal of the prosthesis. Additional information regarding event details and patient outcome have been requested but are currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As of (B)(6) 2025 the patient had returned home following the open removal of the graft.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: b3 (date of event), h6 (annex a). Investigation-evaluation: cook was notified that difficulty was experienced during deployment of the zenith flex aaa endovascular graft bifurcated main body during an endovascular abdominal aortic aneurysm repair (evar) procedure on a male patient. On (B)(6) 2024 during the deployment of the zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-113-zt) difficulties with the top cap removal were reported because the trigger wire would not remove initially. After the trigger wire was removed, there was no problem with the top cap removal. The proximal /top stent trigger wire was not released prior to the advancement of the top cap. The second/distal trigger wire was not released prior to the docking of the top cap. The grey pusher was then reassembled, and this resulted in turning the leg of the prosthesis inside out/twisting. The procedure was stopped to convert to a surgical procedure to remove the graft. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The stent graft was returned to cook for evaluation. Upon inspection, it was noted that the graft was damaged. There was bunching near the legs of a graft. The delivery system was not returned. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 1.2 main body delivery system the main body graft delivery system uses an 18, 20, or 22 french z-trak introduction system. Dual trigger-wire release mechanisms lock the endovascular graft onto the delivery system until released by the physician. All systems are compatible with a .035-inch wire guide. 4.5 implant procedure do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. Maintain wire guide position during delivery system insertion. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. Avoid damaging the graft or disturbing graft positioning after placement in the event re-instrumentation (secondary intervention) of the graft is necessary. 11 directions for use: caution: maintain wire guide position during delivery system insertion. 11.1.7 main body proximal (top) deployment. Caution: during proximal trigger-wire removal, top cap advancement, and subsequent suprarenal stent deployment, verify that the position of the main body wire guide extends just distal to the aortic arch and that support of the system is maximized. 2. Remove the safety lock from the top stent trigger-wire release mechanism. Under fluoroscopy, withdraw and remove the trigger-wire by sliding the top stent trigger-wire release mechanism off the handle and then remove via its slot over the inner cannula. (Fig. 13). If resistance is felt or system bowing is noticed, the trigger-wire is under tension. Excessive force may cause the graft position to be altered. If excessive resistance or delivery system movement is noted, stop and assess the situation. If unable to remove the top stent trigger-wire release mechanism from the top cap, perform the following steps under fluoroscopy: a. Remove tension on the trigger-wire by loosening the pin vise and slightly pulling the inner cannula to move the top cap down over the suprarenal stent. Avoid compressing the zenith flex main body. B. Retighten the pin vise. C. Remove the top stent trigger-wire release mechanism. D. Continue with step 3 in section 11.1.7, main body proximal (top) deployment. 11.1.9 main body distal (bottom) deployment 1. Return to the ipsilateral side. 2. Fully deploy the ipsilateral limb of the main body by withdrawing the sheath until the most distal stent has expanded. (Figs. 18 and 20) stop withdrawing sheath. Note: the distal stent is still secured by the trigger-wire. 3. Remove the safety lock from the ipsilateral limb trigger-wire release mechanism. Withdraw and remove the trigger-wire by sliding the ipsilateral limb trigger-wire release mechanism off the handle and then remove via its slot over the inner cannula. (Fig. 21). 11.1.10 docking of top cap 4. Retighten the pin vise and withdraw the entire top cap and gray positioner through the graft and through the sheath by pulling on the inner cannula. Leave the sheath and wire guide in place. After reviewing the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the information provided, inspection of the returned graft, and the results of the investigation, a definitive root cause for this event was traced to the medical procedure. It was reported that the physician forgot to release the second trigger wire during the procedure before attempting to doc the top cap. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 26feb2025. The error in the deployment process that preceded the adverse event was that they forgot to release the second trigger wire. Planning and sizing and procedural notes are not available. The proximal /top stent trigger wire was not released prior to the advancement of the top cap. There were difficulties with the top cap removal because the trigger wire would not remove initially. After the trigger wire was removed, there was no problem with the top cap removal. The distal/ipsilateral trigger wire was not released prior to the advancement of the top cap. The procedure was stopped to convert to a surgical procedure.